Event description:
Same as MFR report #6000089-2005-00926. It was reported that 3 days after a drug eluting stenting treatment procedure, a thrombosis occurred. The pt being treated presented to the cath lab with lesions in the proximal right coronary artery (rca) and mid left anterior descending artery (lad). The physician predilated the rca lesion with a 3.00 x 30 mm maverick balloon at 9.7 atms for 22 seconds, and then placed a 3.00 x 32 mm taxus express2 drug eluting stent at 16.1 atms for 12 seconds. The physician did not predilate the lad lesion and placed a 3.00 x 12 mm taxus express2 drug eluting stent in the lad at 15.1 atms for 13 seconds. Integrilin and heparin were administered during the procedure. Results were successful; the pt was placed on plavix and aspirin and discharged the following day. Three days after the stenting procedure the pt was readmitted to the hosp with a myocardial infarction. The pt went to the cath lab and was determined to have a sub-acute thrombosis in both taxus stents. A 2.50 x 15 maverick balloon was inflated in the rca at 11.8 atms for 4 seconds, 8.8 atms for 4 seconds, 13.0 atms for 8 seconds, 11.2 atms for 5 seconds, 11.5 atms for 9 seconds and 10.1 atms for 19 seconds; flow was reestablished and 0% residual stenosis was present after balloon angioplasty. The same 2.50 x 15 mm maverick balloon was used to treat the lad lesion at 8.6 atms for 7 seconds, 7.4 atms for 6 seconds and 13.8 atms for 18 seconds; flow was reestablished and 0% residual stenosis was present after balloon angioplasty. The pt was again treated with integrilin and heparin during the procedure. The pt was discharged from the hosp. Three days later the ivus was performed in the rca which demonstrated no angiographic abnormalities but poor apposition of the stent; a 3.25 x 20 mm nc mono ballon was inflated to expand the stent and achieved good apposition of the stent. Ivus performed in the lad showed good apposition and no angiographic abnormalities. The pt status is reported as 'satisfactory/good'.

Event description:
It was further reported that the pt did receive a biventricular pacemaker and has been out of the hospital for two weeks.